Event description:
Customer reported being hospitalized for high blood glucose levels. Troubleshooting performed on the insulin pump during the telephone call indicated that the pump was operating normally although the customer reported that the infusion set cannula was bent.